Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering determined that the male attachment features (buttons) of the insert were damaged, which would affect the unit's ability to attach to the clamp. It is likely that the root cause of the event was improper technique during installation of the insert, as this can cause damage to the attachment features of the insert and make it unable to remain attached to the clamp. The instructions for use (IFU) states, "to place inserts, open the clamp to spread both clamp jaws. Place the button located on the proximal end of the insert into the mounting hole. Snap the other button into the clamp by pressing forward and down on the insert with firm hand pressure. Do not press down directly on this button." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Event description: (on (B)(6) 2017 during procedure), a medical staff tried to clamp a vessel, the insert g8650 was come off the clamp. This event didn't affect the patient. Additional information received via email from distributor april 5, 2017 - the insert was able to be retrieved from the patient. No damage occured to the vessel. According to the sales rep, the surgeon used fogarty hydragrip clamp by edwards lifesciences corporation. The clamp model could not be identified. Procedure performed: unknown. Type of intervention: na. Patient status: no health damage was reported for the patient.